Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When drilling into the acetabulum the 40 mm drill bit bent, the all in one drill was used second (45mm) and bent while drilling into the pelvis again, a third all in one was then used and worked (35mm). The item was part of a consigned set, tagged as damaged and sent for cleaning. The 40mm drill bit and 45mm all in one flexi drill bit will need replacing. There was a 4-5 minute delay before the procedure was completed without complications.